Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a loosely coiled small spring is present in the upper myometrium') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included dysmenorrhea, uterine fibroids and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device and pelvic pain outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: trailing coils- left-2, right-7. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a loosely coiled small spring is present in the upper myometrium') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included dysmenorrhea, uterine fibroids and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device and pelvic pain outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: trailing coils- left-2, right-7. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.